Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pacer dependent patient presented in clinic experiencing shortness of breath. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient underwent a shoulder x-ray previously. On (B)(6) 2016, the device was explanted and replaced. No further information was available.